Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak is refuted and determined to be a type 2 endoleak (anatomy related). This is not consistent with the reported adverse event/incident. The complaint is most likely anatomy related. The clinical assessment also determined that there was evidence to reasonable suggest aneurysm enlargement of 5.9mm occurred that was not included in the event as reported. The aneurysm enlargement was discovered during review of the CT scan dated 16 june 2023 and 27 november 2023. Procedure related harms for this complaint could not be identified. The final patient status is reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: medical device problem codes: remove code 1504. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was being implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2023. A recent follow up computed tomography (CT) showed an endoleak around the support ring of alto body; however, the type of endoleak could not be determined. A type 2 endoleak (non-device related) or a type 3b endoleak was suspected and it was determined the endoleak was not a type 1a. On (B)(6)2023 the endoleak was observed on echocardiography and blood flow from the device was confirmed. The physician suspects a type 3b endoleak and did not rule out a type 2 endoleak. The patient is currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.